Event description:
It was reported that during the implant procedure, the lead could not be fully inserted into the device header. A new pulse generator was used and the lead was inserted without any difficulty. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).